Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 37 mg/dl. Troubleshooting was performed. Mother states the screen to the pump was blank without any alarms. Mother states she is pressing buttons but they are not doing anything to bring the screen back. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. We were unable to perform operating currents test, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.